Manufacturer narrative:
Device code (B)(4) the previously reported device code (B)(4) no longer applies.

Event description:
Additional information was received from a consumer. It was reported that the surgery in 2012 was for a "kinked line". [Removed the previously reported information: additional information received reported that the pump had been going off every 15 minutes since (B)(6) 2015. The patient was scheduled to have surgery for pump removal on (B)(6) 2015. The patient's pump had not been connected since the 2012 surgery. This is documented in a separate event.]

Event description:
It was reported that the patient had very little therapeutic effect. The patient was on a ¿low dose¿ of medication and the health care provider (hcp) was unwilling to raise the dose. The patient had visited their hcp about the event and the dose of the medication was increased but the patient was still having problems related to their implanted system. No surgery had been planned or performed to fix the problem. It was unknown which device was causing the issues. The pump was infusing dilaudid. Additional information received reported that the patient had a change in therapeutic effect. The patient was taken to the operating room for a ¿pumpogram with dye¿ and they were unable to aspirate. A catheter surgery was done on (B)(6) 2012. Something was also done surgically on the spine because the patient ¿was getting pus out of the butt¿. It was also noted that the patient has had trouble with his breathing and his bowels. The position of the pump in the patient¿s body was causing him pain. The patient was really thin and there was ¿not a lot of stuff there to hold it in place¿. The pump worked great for the first three months but after the first refill it totally quit on the patient and the patient wasn¿t believed until 2012. It was noted that all of that time, the patient was suffering because he wasn¿t getting any pain control. The patient was taking 5 mg of oxycontin per day and that wasn¿t helping the pain. These issues started in 2009 but the symptoms gradually got worse. The pump was going to reach end of service (eos) on 2015-06-29 due to longevity and a replacement pump was not going to be implanted. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 8590-1, lot# n173339, implanted: (B)(6) 2008, product type: accessory. Product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID 8598a, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the pump had been going off every 15 minutes since (B)(6) 2015. The patient was scheduled to have surgery for pump removal on (B)(6) 2015. The patient¿s pump had not been connected since the 2012 surgery.